Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 02/20/2017, however the correct date is 01/23/2017. Additional information: a review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown / not provided. Device evaluation: an application support manger (asm) checked the system and no issues. System is performing to specifications. Manufacturing record review: a manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2023 surgeon had a capsular tear during the cataract removal on a patient after catalys treatment. The surgeon suppressed the capsulotomy during the catalys treatment due to being unable to clear a warning that capsulotomy would intersect the iris. Surgeon successfully completed the surgery and implanted iol after performing an anterior vitrectomy. No patient injury was reported. No additional information was provided.